Manufacturer narrative:
Additional information was provided in section b5 describe event or problem and section h6 device codes, a150206 was added.

Event description:
It was reported that during the pulmonary vein isolation faradrive steerable sheath was selected for use. It was difficult to cross the septum and insert the sheath into the punktion (femoralis). The procedure was completed using different faradrive sheath. No patient complications occurred. The product was received for analysis and investigation is still in progress. It was further informed that it was difficult to insert into patient, the sheath was not inside the patient. The issue was observed near access site. It was further informed that the crossing was attempted 5 times.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Functional testing observed a successful engagement of the deflection mechanism, as the sheath was able to achieve and maintain its intended curvature. Device interactions between the sheath and its associated dilator were successful as the insertion of the dilator was observed to interface smoothly with the sheath. Microscopic inspection of the sheath and its dilator interface identified the sheath tip to be bulbous and the tapered edge of the sheath tip exhibited increased thickness of the black silicone material. These conditions of the tip produced a pronounced step transition at the distal interface, which would have impeded smooth insertion of the sheath with the dilator.

Event description:
It was reported that during the pulmonary vein isolation faradrive steerable sheath was selected for use. It was difficult to cross the septum and insert the sheath into the punktion (femoralis). The procedure was completed using different faradrive sheath. No patient complications occurred. The product was received for analysis. It was further reported that it was difficult to insert into patient, the sheath was not inside the patient. The issue was observed near access site. It was further reported that the crossing was attempted 5 times.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation faradrive steerable sheath was selected for use. It was difficult to cross the septum and insert the sheath into the punktion (femoralis). The procedure was completed using different faradrive sheath. No patient complications occurred. The product is expected to return for analysis.

Event description:
It was reported that during the pulmonary vein isolation faradrive steerable sheath was selected for use. It was difficult to cross the septum and insert the sheath into the punktion (femoralis). The procedure was completed using different faradrive sheath. No patient complications occurred. The product is expected to return for analysis. It was further informed that it was difficult to insert into patient, the sheath was not inside the patient. The issue was observed near access site. It was further informed that the crossing was attempted 5 times.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.